Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received indicates the patient¿s ipg was explanted and replaced on (B)(6) 2022 resolving the issue.

Event description:
It was reported that the patient underwent a cervical fusion procedure in (B)(6) 2021 and did not place their ipg into surgery mode. As a result, the patient's ipg is inoperable and troubleshooting was unable to resolve the issue. No intervention is planned at this time.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogate the ipg resolving the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.